Event description:
Irn# (B)(4). Incident occurred in belgium. Tentitive translation: while repositioning the needle during local anesthesia, the needle broke off inside the patient; fortunately, a small piece was visible and the doctor was able to remove the needle completely.

Manufacturer narrative:
Irn#(B)(4). Fu 12/23/2025: the device was evaluated and the investigation results described and the imdrf codes updated. Furthermore, the UDI was updated. This case is considered as closed. If further information becomes available an update will be sent to the agency.

Event description:
Irn# (B)(4) incident occurred in belgium. Tentitive translation: while repositioning the needle during local anesthesia, the needle broke off inside the patient; fortunately, a small piece was visible and the doctor was able to remove the needle completely.

Manufacturer narrative:
Irn# (B)(4) investigation is ongoing. Final evaluation can be found in following report.